Manufacturer narrative:
Mfg date: the device was manufactured january 7, 2016 ¿ january 8, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused during infusion of 220 ml of sodium chloride and 30 ml of ceftazidim. The expected infusion time was 1 hour but the infusion lasted for 1.5 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.